Event description:
Patient had initial aaa repair in 2007. One week post-implantation, patient developed a type I endoleak. One leg extension graft was placed.

Manufacturer narrative:
Evaluation: no product was returned to assist in this investigation. An internal clinical review indicated that the event was caused by incorrect planning and sizing of the aaa device due to the patient's adverse anatomy.